Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). No interventions were performed. The patient was stable.